Event description:
The customer reported via phone call that they were hospitalized and were taken to the emergency room due to high blood glucose and diabetic keto acidosis on (B)(6) 2021 to (B)(6) 2021 with blood glucose level over 600 mg/dl. Customer stated that they were hospitalized twice in the last week and were convinced that their insulin pump was not working. Customer experienced symptoms such as cyclical vomiting and they were feeling sick and unwell. The customer was treated with intravenous insulin drip. It was unknown if customer was using auto mode or not at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.